Event description:
The optical fiber had a failure that did not allow to use it properly.no adverse effects to patient were reported.

Manufacturer narrative:
The problem could be traced to optical failure of the surgical optical fiber.we are unaware about patient injury.

Manufacturer narrative:
The problem is under investigation and could be traced to a component failure we are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.